Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (connect belt messages, damaged monitor case) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and displayed a service code (B)(4) (belt/monitor unusable). The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the pulse wire within the receptacle. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged and was recieving connect belt messages.